Event description:
It was reported that a customer's pump was very hot and upon further investigation, it was found that the pump started but did not charge, was not recognized by the computer, and heated up quickly, triggering multiple temperature alarms and a power source alert. There was no reported impact to the customer¿s blood glucose level. A replacement pump was provided, and the original device is expected to be returned.